Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it's taking long hours to charge the implant and they're getting system problem rm03. Patient (pt) mentioned they'll try to reset the controller to get it to charge; pt added that even when they were just sitting without moving at all the charging disconnects. When asked about event date, pt mentioned "goes on and off". Agent had pt blew air into the controller port and wiped the recharger(rtm) plug with clean fabric; pt confirmed no visible damage. Pt attempted to recharge the implant and got connected with excellent recharging quality controller was 90% at implant was at 60%. Pt then still got rm03 on the screen. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the recharging paddle. During the call, patient also mentioned that they're not getting pain relief causing major spams and the therapy is not covering the lower back; pt thought it covers the lower back but it doesn't. Pt also mentioned that when they try to increase the intensity it caused them to charge the implant more often. Agent reviewed information and asked if they already reached out to their managing healthcare provider (hcp) and pt mentioned they don't even know who their doctor is. Agent sent physician listing to pt via email.